Event description:
The customer reported that the system displayed a communication error message. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an on site investigation. The universal power supply board usb cable was repaired. The system was tested and operates as intended.